Manufacturer narrative:
(B)(4). (B)(4) - stent was deployed above the rated burst pressure (rbp). Estimated date of event, reported as (B)(6) 2012. There were no reported product deficiencies. The reported patient effects of angina and bradycardia are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. It should be noted that the IFU states do not exceed the labeled rbp of 16 atm. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2011 the patient underwent stenting in the proximal left anterior descending coronary artery with one xience v stent at 20 atmospheres (atms). In (B)(6) 2012, "cardiac arrest occurred sometimes." All the episodes of cardiac arrest occurred in (B)(6) 2012. Palpitations were felt. The patient was hospitalized. The patient had unstable angina and bradycardia that was treated with the implantation of a pacemaker in (B)(6) 2012. The condition resolved. An angiogram was not performed. The patient is currently alive. There was no additional information provided.